Event description:
N/a.

Manufacturer narrative:
Corrected data: g2 updated data: b4, e2, e3, g3, g6, h2, h10.

Event description:
It was reported that during the night while the machine was in charge turned off and connected to the 230v therefore the cardiosave intra-aortic balloon pump (iabp) it was accidentally placed on top of a broken bag of physiological water that was leaking water. Only in the morning of the following day did the customer notice the damage, unfortunately the water had already entered. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Device repair was performed at getinge laboratories. Complete disassembly of the machinery performed, throughout internal cleaning to remove all traces of physiological water. Reassembly of the appliances with the replacement of all damaged parts. To resolve the issue reel, ac power cord, cart bulk power supply, cable coil cord to resolve the issue repair completed. The device has passed all performance and safety tests according to the parent company's specification. Device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to operators or patients.